Event description:
It was reported that the user experienced repeated insulin cartridge leaks despite correct filling and use, and also reported the pump screen flashing and the device not holding a charge as before, raising concern that leakage could be damaging the pump. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and no hospitalization. Investigation included remote troubleshooting and user education, verification of proper cartridge handling, and arrangement for device replacement and return for further evaluation. Investigation of this case revealed a suspected device malfunction characterized by cartridge leakage and reduced battery performance, with the affected components likely the cartridge interface and the power subsystem, while user technique was not contributory. It was concluded, based on previously established findings for similar reports, that the cause was device-related malfunction.